Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implanted neurostimulat or (ins) for parkinsons dual and movement disorders. The caller reported that the patient's ins had turned itself off twice; however, the rep reported that in speaking with the caller, they seemed to indicate the ins was turned off by an event at the patient's care center. The caller reported that it first happened about a month ago, at 11:30 at night. The caller reported that the second time it occurred, it could have been due to the patient thinking they were charging, but they were not and the stimulation turned off because it had been low. The caller reported the patient was not feeling well for a long time. The caller reported that the patient saw a rep, who determined that the patient's ins was off and showed the patient how to determine if the ins was on or off. The rep reported that they were not under the impression that the ins was shutting itself off. The caller reported that the rep turned the patient's ins back on and made an adjustment. The caller reported that the second episode occurred in the first part of august, and that there were two weeks that the patient was not feeling well. The caller reported that the patient saw their healthcare provider (hcp), who determined the ins was off. The caller reported that yesterday they met with the hcp and a rep and the ins was off again, but they saw that the device was fully charging in july. The caller reported that the recharger was shutting the stimulationoff randomly. The patient was sent out a new recharger. The rep reported on (B)(6) 2017, that 3 days in a row, the recharger stats on the clinician programmer showed the pt charged for 45 minutes, 1 hour, and 2 hours, and at the end of those sessions, the ins charge level was 0. The caller later reported on (B)(6) 2017 that the replacement recharger was received, and stated that "it only had a half charge on it, and it will charge the implant but it won't take a charge from the black box." A replacement recharger was sent to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider stating the charger was replaced and the device stopped turning itself off. Actions/interventions involved to resolve the ins turning itself off was a new charger, which also resolved the recharging issues, and the issue of the ins turning itself off was reported to be resolved.